Manufacturer narrative:
The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing and no anomalies were noted at the catheter distal tip. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. The log files were reviewed and the optical fibers met specifications for cavity distance, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Additionally, the catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. A simulated ablation test was conducted and no impedance issues or other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cva and clot may have been related to anti-coagulation therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following the procedure, a stroke occurred. Upon waking up the patient, the left side of his body was paralyzed. The patient was transferred to imaging where a clot was identified in the right side of his brain. The patient was transferred to another hospital and the clot was removed. The clot was removed however swelling was reported and the patient was transferred to another facility and required a craniectomy to reduce the swelling. During the procedure, an impedance increase occurred resulting in a lack of ablation however, the physician did not attribute the impedance increase to the event but changing his protocol on having the patient halt eliquis the day prior to their procedure.